Event description:
Hill-rom received a report from a hill-rom tech stating the male end of the communication cable would not connect to the female connector on the head wall (nurse call not working). The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not functioning correctly due to bent pins on male connector not aligned to fit into holes on wall connector. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.